Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, causing the pump to shut down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.